Event description:
It was reported while using an unspecified bd pen needle the outer cover had attachment issues. There was no report of patient impact. The following information was provided by the initial reporter: I use bd mini pen needles (5mm x 31g) multiple times a day, and have for years now. I really like the mini-pen system, it's much better than the old syringe and vial routine. However, I have one big complaint about your needles; the cap does not want to stay attached to the base. The only thing holding those two components together is the minutest amount of friction. You don't know how many times I have set the pen and needle down, and in the process of doing so (or picking it back up) the cap goes bouncing across the kitchen counter or skittering across the floor. On several occasions, I don't realize the two have become separated and stab myself with the exposed needle.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in the franklin lakes FDA registration number has been used for the manufacture report number. Date of event is unknown; awareness date has been used for this field. Address information was not able to be obtained, therefore, nj was used as a place holder. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.